Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked during chemo infusion in the patient's room. Chemotherapy had to be stopped and the spill cleaned up. There was no patient harm or impact.